Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that on (B)(6), colleagues noticed that she did not feel well. The patient's dexcom g4 showed that she had 3.8 mmol/l, but she did not take any blood glucose (bg) value on her own bg meter. The patient went to hospital and she had a bg reading of 2.8 mmol/l when she arrived to hospital. The clinic gave the patient glucose intravenously and she was back at office within one hour. No product defects or failures were alleged. At time of contact the patient's condition was that she was back to her office within one hour. No additional event or patient information is available.